Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to 14f and the tavr procedure was completed. The two prostyle knots were advanced successfully to the vessel wall in this very large patient; however, hemostasis was not fully achieved. A third prostyle suture was deployed. As the knot was being pushed down to the vessel wall in this challenging anatomy, the snare knot pusher poked through the anterior side of the vessel, enlarging the access site [tissue damage]. Through contralateral access, a covered stent was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.